Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected low suspend. Blood glucose value was 150 mg/dl. And the sensor glucose value sg value was 65 mg/dl.. Sg and bg difference 85. The meter continued to alert low sg from 65 and eventually down 45, and the insulin pump eventually suspended on low. The sensor glucose value that triggered the suspend event was 50 mg/dl. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.